Event description:
It was reported that the bd ultra-fine¿ insulin pen needle jammed during the injection and during priming. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that the needle jams when doing injection and sometimes during priming."

Manufacturer narrative:
H.6. Investigation summary: no samples and photo were returned for investigation. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance no abnormality was observed during the production of the reported batch. The investigation was not able to confirm the what customer had experienced as no samples and no photos were received for evaluation. Hence, root cause is unable to be determined if samples are received in the future the complaint will be re-opened and re-investigated.

Manufacturer narrative:
H.6. Investigation: customer returned (7) 31g x 5mm bd pen needles without tear drop labels attached. Consumer reported needle clog during injection, stated that the needle jams when doing injection and sometimes during priming. All 7 returned samples were examined and all 7 exhibited good non-patient end and patient end cannulas. All 7 samples were then tested for flow using a test pen injector, and all 7 passed, therefore the alleged defects (clog & difficult/unable to operate) could not be confirmed. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance. No abnormality was observed during the production of the reported batch. Root cause cannot be determined at this time as the issues are unconfirmed.

Event description:
It was reported that the bd ultra-fine¿ insulin pen needle jammed during the injection and during priming. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that the needle jams when doing injection and sometimes during priming."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine insulin pen needle jammed during the injection and during priming. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that the needle jams when doing injection and sometimes during priming."